Event description:
It was reported that a hydroview intraocular lens was explanted due to opacification. The lot and serial number were not provided, therefore it has not been possible to determine whether the lens model is hydroview 1.0. Additional information was requested but has not been received to date.

Manufacturer narrative:
The lens was not returned to bausch + lomb to date. Should the lens be returned to b+l, a supplemental MDR report will be submitted. Despite attempts to obtain the lens lot number, it was not provided. Therefore, a review of the lot history record could not be performed.